Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000524591 history record review was completed. There was an ncmr, rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) did not hold cautery as long as it should and was timing out quickly, after cautery was not working properly, cautery tip was cleaned and checked for damage, which wasn¿t. Several attempts at letting the cautery tool rest for 30 seconds were unsuccessful. Proper power cable placement was checked on both ends. At first the beeping sound was heard like normal, but midway through transecting branches it would only beep a few times and then not at all. Power supply was disconnected and reconnected several times. Pre-cautery test was done and it passed. Power setting was at 3. New power cable was changed and finally new kit was opened to complete procedure. There was no patient harm / effects due to the defective device. There was a minimal delay.